Manufacturer narrative:
The device was sent to a philips authorized repair center. The repair technician tested the device and found the motherboard to be defective. The repair technician was not able to verify if the speaker could produce sound at the time of the reported event; no further information was provided from the customer. The repair technician replaced the motherboard. Based on the information available and the testing conducted, the cause of the reported problem was a faulty motherboard. The reported problem of a speaker error was confirmed; however, it was not confirmed if there was no sound at the time of the event. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting address state: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an avalon fm50 fetal monitor indicating there was a "speaker error". It was unknown if the speaker could not produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.